Event description:
It was reported that during preparation of a steerable guide catheter (SGC), while picking up the dilator, it was observed that the tip of the enclosed dilator was slightly torn. Therefore, the SGC was not used and was replaced. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.